Event description:
He was walking down a wet hill, the buckled and the patient went back and fell. Pt fractured their femur and there is a crack in the frame with hydraulics leaking. D. Has surgical repair of his fractured femur. He had plates and screws placed. He is now back to work on light duty.